Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was exhibiting no disposable alarms, not detecting the cassettes, when a smiths medical, cadd medication cassette was attached with 9.7 ml remaining. It was reported the end user changed to a new cassette and the pump rate was 45 ml over 24 hours. No adverse patient effects were reported. No additional information is available at this time.